Event description:
It was reported that the pump touch screen was scratched and difficult to read. There was no adverse impact to customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.